Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter was reading inaccurately. The patient tests his blood glucose 6-10 times a day. He takes novolog insulin via an insulin pump. According to the reporter, the patient woke up the same day, and obtained a pre-breakfast meter reading of "high" mg/dl. According to the owner's manual, a result of "high glucose" indicates a possible blood glucose level exceeding "600 mg/dl." Based on the meter reading, the patient reportedly took 6 units of novolog insulin. Within 10 minutes, the patient allegedly began to become very sleepy. The reporter tested the patient's blood glucose 3 times back-to-back and got results of "67, 175, and 61 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The reporter then tested the patient's blood glucose 2 more times back-to-back and got "37 and 265 mg/dl." The reporter treated the patient with cake icing and chocolate milk which helped to relieve his symptoms. The reporter denied that medical intervention was sought or received from a health care provider during the time of concern. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The reporter did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient took insulin based on an inaccurate high meter reading. The reporter claimed that she had to treat the patient with food and a drink in order to help relieve his symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.